Manufacturer narrative:
(B)(4).the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two extractor pro rx-s retrieval balloons used during the same procedure. It was reported to boston scientific corporation that the two extractor pro rx-s retrieval balloons were used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the catheter was severed and was sectioned into two. The same issue occurred with the second extractor pro rx-s retrieval balloon. It was noted that nothing detached into the patient. The procedure was completed with a third extractor pro rx-s retrieval balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
H6: problem code 2907 captures the reportable issue of catheter broken. Investigation result visual examination of the returned complaint device revealed a kink on the catheter; the catheter was not sectioned into two pieces. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge and there were no abnormalities found. Functional analysis was performed, and the balloon was inflated successfully. This failure is likely due to an interaction between the user and device, or sample, that caused or contributed to the error. It is likely that the failure may be related to the balloon being pre-tested and the handling of the device during the procedure. Therefore, the most probable root cause is unintended use error caused or contributed to event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu)/product label as the device was pre-inflated.

Event description:
Note: this report pertains to one of two extractor pro rx-s retrieval balloons used during the same procedure. It was reported to boston scientific corporation that the two extractor pro rx-s retrieval balloons were used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the catheter was severed and was sectioned into two. The same issue occurred with the second extractor pro rx-s retrieval balloon. It was noted that nothing detached into the patient. The procedure was completed with a third extractor pro rx-s retrieval balloon. There were no patient complications reported as a result of this event.